Event description:
It was reported by the patient that the pod fell off the infusion site, causing the cannula to dislodge and the patient had been hospitalized. The patient was not feeling well and went to the hospital for treatment. The patient is no longer using the omnipod insulin management system. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery. No lot release records were reviewed, as the product lot number was not provided.